Manufacturer narrative:
Date of event has been estimated. Implant date is estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. In this case, there was no reported device malfunction associated with the supera self-expanding stent system (sess). A conclusive cause for the reported patient effect of treatment with medications, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. Literature attachment: angioscopic findings on 15-month follow-up for interwoven nitinol stent invagination in the femoropopliteal artery. MFR report# 2024168-2020-01777.

Event description:
It was reported that this article, titled, "angioscopic findings on 15-month follow-up for interwoven nitinol stent invagination in the femoropopliteal artery", is a follow-up to an earlier article, titled, "invagination of an interwoven nitinol stent during femoropopliteal placement". The earlier article was previously filed in MFR report# 2024168-2020-01777. The new information found in the current article is that the patient will be kept on lifelong dapt to prevent stent thrombosis. No additional information was provided.